Event description:
20 g IV leaking after insertion. IV was placed and blood was leaking from the bottom hub of butterfly after placement. Lot #11t45107 ref # 3836773. Manufacturer deltaven delta med fastflash safety IV catheter of pur with closed system.